Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was offline. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was offline. The field service engineer (fse) powered off the system for about a minute, after which it booted up properly. A drawer failure was present, but the staff did not have access to perform recovery. The system functioned as intended after the field service engineer resolved the issue.